Event description:
A customer had a problem with a tenckhoff peritoneal catheter. The customer reports leakage from the tubing. There was no patient injury, however antibiotics were given as a preventive measure.